Event description:
It was reported that the device would not power on with fully charged batteries. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control's initial device inspection was unable to duplicate the reported problem. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.